Event description:
A pk papyrus covered stent system was selected for treatment of the mildly tortuous ostial lcx. The device could not pass the lesion. Therefore, it was decided to remove the device and it was noted that the stent was not on the balloon anymore. The stent was retrieved by using a snare.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The delivery system and the stent were returned separately. The balloon is well folded and shows no signs of inflation but dried contrast medium residue was observed in the balloon- and inflation lumen which indicates application of vacuum. Microscopic analysis showed stent imprints on the exposed balloon surface, indicating that the stent was crimped in between the two radiopaque markers at the time of delivery. The stent was returned entangled with the snare used for stent retrieval. The stent was found severely deformed at one end, i.e. Several struts are bent outwards. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause was determined. It should be noted that the IFU advises the user to not apply excessive force whilst accessing or crossing the lesion as this may damage the stent, stent cover and/or dislodge it from the balloon. Pk papyrus is indicated for the treatment of acute coronary artery perforations. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.